Manufacturer narrative:
Analysis of the ins found that the device was functionally okay. Analysis of the lead va1jhsf035 and lead va1jhsf034 found that both leads had been segmented upon explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regional brain and spine and a manufacturing representative regarding a patient. It was reported that the patient¿s lead was exposed through their lumbar fusion incision. It was noted that the rep tried to interrogate the implantable neurostimulator (ins), but it was too low to turn on. The patient¿s system was explanted. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.